Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high shock impedance) in (B)(6) 2011. The local representative was notified of the alert and the clinic nurse had already reviewed the information from the physician's web site. Subsequently, the clinic nurse contacted technical services to discuss the alert (greater than 125 ohms). The patient had been presented to the clinic with electrogram noise on the shock channel associated with out-of-range shock impedance measurements. The clinical observations were reproducible during patient isometrics. All other lead diagnostic measurements were normal. Technical services discussed changing the shock vector to rv (distal) to can in order to isolate the rv (proximal) coil. Technical services discussed possible lead fracture or connection issue. Technical services recommended a lead revision procedure or a non-invasive pacing study (nips) to determine if the rv shock impedance measurements are normal. Additionally, a chest xray could be performed to identify possible lead damage.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation of this event is on-going as a request for additional information was made to the local representative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information in (B)(6) 2010 that this patient's latitude monitoring system detected a red alert (high shock impedance). The clinic nurse and boston scientific's regional manager were notified. Subsequently, the clinic nurse contacted technical services to discuss the shock impedance trend for this lead. The clinic nurse reported that this lead had exhibited a high shock impedance issue approximately one year ago. The patient was seen in-clinic at that time and the lead was evaluated. No abnormalities were identified and no intervention was reported. The clinic nurse informed technical services that electrogram noise is now seen on the right ventricular (rv) shock channel. However, there is no electrogram noise seen on the rv pace/sense channel. Technical services suggested that the patient should be seen at the clinic to perform patient isometrics/valsalva/pocket manipulation testing to see if the electrogram noise and/or abnormal impedance measurements can be obtained. Subsequently, boston scientific received information from the local representative that the patient has been scheduled for an in-clinic evaluation of the system. Subsequently, boston scientific received information in (B)(6) 2010 that this patient's latitude monitoring system detected another red alert (high shock impedance). The clinic nurse was aware of the red alert and the local representative was contacted. Subsequently, boston scientific received information from the local representative that this device and lead system was checked and no abnormalities were identified. The physician has elected to continue monitoring of this patient's device and lead system.

Event description:
Boston scientific received information in late (B)(6) 2011 from an implant form that this rv defibrillation lead was surgically capped and replaced. The chronic device remains inservice.